Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead had high thresholds and low sensing and when the pocket it was opened it was found that there was no slack. It appeared that the lead was not sutured properly.